Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had connection issues. The following information was provided by the initial reporter: we have received several product complaints from our departments regarding item mz5304, please see below. The complaints consisted of a variety of lot numbers. They are disconnecting or not connecting securely.